Event description:
The recipient is reportedly electing revision surgery. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient presented with several open electrodes. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers, which is believed to have occurred during revision surgery. Visual inspection also revealed broken electrode wires near the fantail region. The photographic imaging inspection confirmed broken wires near the fantail region. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The photographic imaging inspection revealed broken wires near the fantail region. This version of the hires 90k device is no longer distributed. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.